Manufacturer narrative:
H10: the visual inspection of the provided photos shows the product was wet. A black particulate matter was visible at the header cap. A failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l dialyzer, a particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.